Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected low battery alarm anomalies noted. No blank display noted. Device received with cracked case from reservoir tube window corners, cracked reservoir tube window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that display of insulin pump was blank. Customer stated that insulin pump show low battery so customer tried changing battery but they already tried multiple times and insulin pump was not turning on at all. Customer also stated that battery cap was looks fine. Customer stated that there was 3 cracks on the corner of the reservoir compartment. The customer also reported that the reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.